Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fph in new zealand and was visually inspected. Results: visual inspection revealed that the chamber dome was cracked beside the hinge bracket, stretching to the base. Residue and smeared prints were also observed on the chamber dome. The base of the chamber was also found to be damaged. A lot check revealed no other complaints of this nature for lot number 150526. Conclusion: we were unable to determine if the damage to the base of the chamber happened before or after the crack on the chamber dome occurred. However, the nature of the cracking, residue and smeared prints on the chamber dome suggest that the damage was caused by the chamber coming into contact with a solution containing ethanol/alcohol, which has resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Maximum operating pressure: 8 kpa." (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr290v vented autofeed humidification chamber was found cracked during use. No patient consequence was reported.